Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, the ipg was explanted, replaced and repositioned to address the issue.

Manufacturer narrative:
A patient experienced pain at the ipg site was reported to abbott. As a result, the ipg was replaced and repositioned to address the issue. The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.